Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue in the lot. Based on the available information the cause for the reported unintended movement (clip open-efaa) associated with the unintended clip opening during effa cannot be determined. There is no indication of product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Event description:
This will be filed to report a clip that failed to establish final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a dilated left atrium. During device preparation of the first clip (30227r1073), one of the grippers would not fully lower. Subsequently, the clip was not used and was exchanged. While performing the final efaa test with the second clip (30208r1002) inside the patient, the clip opened from closed to 20 degrees. Troubleshooting was performed and was unsuccessful. Subsequently, the clip was exchanged and the procedure was completed with 2 clips implanted and an mr reduction to grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.